Manufacturer narrative:
It was indicated the device and lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the routine changeout procedure for normal battery depletion, the right ventricular (rv) lead could not be removed from the device. A pincher was used to damage the device header to allow the rv lead to be removed. The device and rv lead were explanted. No adverse patient effects were reported.